Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noisy image likely occurred because the video connector could not be connected (secured) properly due to faulty video connector which resulted in contact failure. The cause of the faulty video connector could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there is no image or noisy image occasionally, when connecting the scope to the visera elite video system center. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The image was noisy when shaking the defective device. The video connectors were dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.